Event description:
During follow-up, oversensing of myopotentials leading to inhibition of pacing in a pacemaker dependent patient was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. Additional information was requested but was not available.